Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer has not requested getinge to evaluate the iabp in connection with this event. The customer reported that after cleaning the earth pin the earth resistance did eventually come down. Please note however it took much cleaning with a wire brush before achieving a passing value. Device not returned to manufacturer.

Event description:
It was reported that the retractable cable for the cardiosave intra-aortic balloon pump (iabp) failed the electrical safety test. This was found during the customer's internal annual safety test. There was no patient involvement, thus no adverse event was reported.